Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a sleeve gastrectomy procedure the jaws bent on the first firing over thick tissue. The device was able to be removed and when putting in another unknown reload the device would not fit through the 12mm trocar. The procedure was completed using a like device of the same product code. There were no patient consequences reported.